Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated it was discovered that two (2) bolts have come out of the chair. Both bolts secure the seat to the back cane interface.